Manufacturer narrative:
(B)(4). Device analysis conclusion: the oad was returned with the guidewire not engaged. Destructive analysis revealed biological material embedded within the driveshaft filars. The material prevented the returned wire from passing through. Examination did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. The oad functioned as intended during testing. It should be that noted that review of the device data log identified numerous stall events, which indicates that the device stopped spinning during the procedure. This may have been interpreted by the user as the device losing power, however, this could not be confirmed. The user reported a full loss of electrical power, but there were no findings to confirm that report. It is possible the observed biological material accumulation may have contributed to cessation of mechanical operation. However, this could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A non csi wire and microcatheter were used to access a chronic total occlusion lesion in the anterior tibial artery prior to insertion of the stealth peripheral orbital atherectomy device (oad). During treatment the oad lost power and could not be turned on again. The viperwire and oad were removed from the patient. Rewiring took an additional 30 minutes or more. A second oad was used to complete the procedure.